Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the system 7 dual trigger rotary was allegedly leaking an unknown substance at the user facility. This event occurred during visual inspection, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 dual trigger rotary was allegedly leaking an unknown substance at the user facility. This event occurred during visual inspection, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, silicone is visible, was confirmed. Upon disassembly a broken o-ring was found, which caused the event. According to a review of risk documentation and cases with a similar reported event an o-ring failure can cause a failure resulting in reversible injuries requiring medical intervention. The device was repaired and returned after passing the final device inspection.